Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after the implantation of a journey ii left total knee replacement on (B)(6) 2020, patient has been presented a chronic pain. Patient developed an acute dvt on left gastrocnemius vein. The patient underwent a knee aspiration on (B)(6) 2021 where loosening or infection was ruled out. A CT without contrast was performed on (B)(6) 2021 where a small joint effusion was evidenced. The patient stated that this adverse event has not been treated yet.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, although a small effusion was confirmed on CT and increased activity surrounding the left tka was noted on the bone scan, the root cause of the reported chronic pain could not be definitively concluded, although ¿loosening versus infection¿ could not be ruled out. Reportedly the 01/2021 inflammatory markers and work-up for infection were wnl/negative. The patient impact beyond the reported symptoms and interventions could not be determined; however, the patient was to follow-up with a second opinion for her chronic pain at rush university. Reportedly, ¿the adverse event has not been treated yet¿. No further medical assessment can be rendered at this time. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication or patient medical history. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.